Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheaths is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. Both of the microintroducers in the returned photographs showed damage at the sheath tip. One of the photographs showed the sheath tip was buckled and slightly folded inward. The other photograph showed a longitudinally aligned split at the sheath tip. While both microintroducers were observed to be damaged, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. No obvious use residue was observed on the samples in the photographs. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that upon opening the package, the front end of the catheter sheath was wrinkled and cracked. It was reported this occurred with two devices. This report addresses both devices.